Manufacturer narrative:
Concomitant medical products: 6944 lead, implanted (B)(6) 2010, 5076 lead, implanted (B)(6) 2010. Product event summary : the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.